Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer on main, which was not showing cubies. A field service engineer reseated the row board cables and connections and ran a hardware test application to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in dispensing of the medication. There were no adverse events or injuries reported based on this event.